Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 300 mg/dl. Customer went into diabetic ketoacidosis and was hospitalized as a result of high blood glucose levels. Customer advised at the hospital they threw away their transmitter by accident. Customer does not remember what happened and how they were hospitalized. Customer declined to troubleshoot for high blood glucose levels.